Event description:
It was reported that the 9800 system continued to fluoro until the technician wiggled the interconnect cable. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the cable. The system operates as intended.